Event description:
The customer reported to baxter (B)(4) of an extension set for anesthesia that is missing the luer lock. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was performed on the reported lot and no deviations were found.